Event description:
It was reported that one of the cadd cassettes alarmed no disposable on both pumps, was unable to resolve. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Corrected data: b1.

Manufacturer narrative:
Corrected data: d4 model number should be null, h5.